Event description:
It was reported that the pacer-dependent patient presented for a follow-up visit at the clinic. Upon device interrogation, the right ventricular (rv) lead was found to exhibit noise oversensing, resulting in pacing inhibition. On (B)(6) 2026, the rv lead was capped and replaced. The patient remained in stable condition.